Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n129590, serial# (B)(4), product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, pro concomitant medical products duct type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient failed a dye study. The patient complained of a return of pain; a catheter access port dye study was done and fluid could not be withdrawn, so no dye was injected. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. No interventions were taken to resolve the issue. The issue was not resolved. Surgical intervention was planned but had not been scheduled. The patient status was 'alive - no injury.' No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. Analysis of the implantable catheter, model 8709 (s/n (B)(4)) found the metal pin detached from the catheter tip, which was not related to the customer's hand. Analysis of the implantable catheter, model 8578 (s/n (B)(4)) found a non-significant indent in the seal which did not affect infusion. If information is provided in the future, a supplemental report will be issued.